Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise. No intervention was performed. Patient status was not reported.